Manufacturer narrative:
The returned device was evaluated. The device had several cracks in the pod housing and corrosion was present inside the pod. The investigation found evidence of an internal leak and the root cause was determined to be a damaged cannula. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose reached 466 mg/dl after wearing the pod between 4 and 24 hours. The customer treated herself with an injection and changed the pod.